Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken into two pieces. The first piece measured approximately 229 cm from the top of the connector to the break. The second piece measured approximately 87 cm from the break which includes the entire distal tip. The condition of the returned device does not confirm the event. The ball tip was not broken in half. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the laser fiber was used and the physician pulled out the fiber and set it aside underneath a wet cloth. When the physician went to use the fiber again, the ball tip of the fiber was broken in half. There is no need to further break the stone and the procedure was completed with a basket. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber tip broken. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the laser fiber was used and the physician pulled out the fiber and set it aside underneath a wet cloth. When the physician went to use the fiber again, the ball tip of the fiber was broken in half. There is no need to further break the stone and the procedure was completed with a basket. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.